Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. Date of event: unknown. Serial#: unknown. Catalog#: catalog # is unknown. Expiration date: unknown. UDI #: UDI # is unknown. If implanted; give date: unknown. If explanted; give date: unknown. The shunt products are not returning for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown. (B)(4). Donald l. Budenz, william j. Feuer, keith barton, joyce schiffman, vital p. Costa, david g. Godfrey, and yvonne m. Buys, on behalf of the ahmed baerveldt comparison study group. Postoperative complications in the ahmed baerveldt comparison study during five years of follow-up. Supplemental material available at ajo.com. See accompanying editorial page xii. Accepted for publication nov 11, 2015. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports cumulative complications up to 5 years: 3 graft rejects, 2 cystoid macular edema, 1 endophthalmitis, 1 band keratopathy, 1 recurrent or persistent iritis and 1 phthisis bulbi. It was concluded that long-term rates of vision-threatening complications and complications resulting in reoperation were higher in the baerveldt glaucoma implant than in the ahmed glaucoma valve group over 5 years of follow-up.